Event description:
A customer reported that their pump melted around the charging port area, issued an extreme temperature warning, and was warm to the touch. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.